Manufacturer narrative:
Information received via the (B)(4) study indicated that patient was admitted with a subarachnoid hemorrhage (sah) from a fusiform dissecting aneurysm of the right vertebral artery-segment v4 treated with 2 enterprise stents on the day of the admission. The next day a dissecting aneurysm of the left vertebral artery-segment v4 was treated with one noncordis neuroform stent. Four days after the procedure, there was a slight re-bleeding/aneurysm ruptured adjacent to the stents in the inferior part of the brain stem. It was indicated as aneurysm rupture unrelated to the stent and not clinically significant. The (mrs) modified rankin scale score was 3 at the time of the event. It was further indicated that there was no clinical consequence. The event was treated with medication, and there was no clinical significance. The patient was discharged approximately a month after the initial procedure, with an mrs score of 1. A follow-up conducted approximately a month after the index procedure indicated the mrs score was 1, with no further adverse events reported. At index procedure, the (B)(4) female was admitted with an acutely ruptured aneurysm of < 1month, without history of any previous sah. Wfns scale was ii (moderate to severe headache, nuchal rigidity, no neurological rigidity). Mrs score was not documented. Two enterprise stents were implanted at the site (28 and 22mm). No balloon was utilized during the procedure. Treatment was achieved without technical or adverse event. It was indicated that the procedure was completed with treatment achieved and indicated that there was a residual aneurysm. The patient received aspirin (peri-procedure), antiplatelet medication (pre/post procedure), and heparin (peri/post procedure). The stents remain implanted and therefore are not available for analysis. The lot numbers are not known; therefore a device history record review cannot be completed. Vessel and aneurysm rupture are known potential adverse events associated with the use of the enterprise vrd in the intracranial arteries as outlined in the instructions for use. Based on the available information and without procedural/post procedural films no conclusion can be made regarding the relationship of the enterprise stents to the post procedure bleed. Based on the patient's presentation with bilateral dissecting aneurysms, it is possible that underlying medical/vascular condition, along with procedural factors and reported residual aneurysm contributed to the event. Although no conclusion can be made, there is no indication that the event is related to the device manufacturing process; patient and procedural factors may have contributed. Therefore, no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2010-00147 and 1058196-2010-00148.

Manufacturer narrative:
During the index procedure that the patient (female, (B)(6)) was admitted with an acutely ruptured aneurysm of < 1 month, but never had a previous (sah) subarachnoid hemorrhage (sah). Pre-procedure the wfns scale was ii. Two enterprise stents were implanted at the site (28 & 22mm). No balloon was utilized during the procedure. Treatment was achieved without technical adverse event. However, there was a residual aneurysm. The patient received aspirin (pre-procedure), antiplatelet medication (pre/post procedure), and heparin (pre/post procedure). The patient was discharged approximately a month after the initial procedure, with a modified rankin scale was 1. A follow-up conducted approximately a month after the index procedure indicated the mrs was 1, and no adverse events reported. This one of two products used during the same procedure on the same patient, which is associated with mfg report #1058196-2010-00147. Additional information will be submitted within 30 days of receipt.

Event description:
The (B)(4) indicated that patient 15-4 was admitted with subarachnoid hemorrhage of a fusiform dissecting aneurysm of the right vertebral artery-segment v4 treated with 2 enterprise stents on the day of the admission. The next day a dissecting aneurysm of the left vertebral artery-segment v4 was treated by 1 neuroform stent. Four days after the procedure there was a slight bleeding/aneurysm ruptured adjacent to the stents in the inferior part of the brainstem. The (mrs) modified rankin scale was 3. There was no clinical consequence. The event was treated with medication, and there was no clinical significance.